Event description:
Spontaneous. Ivr cadd solis pump. Patient reports that one of the pumps giving error blockage. Patient checked for kinks in the line and restarted, and it didn't help. Patient is using replacement pump without any issues. Patient asked for pump replacement. Unknown serial number, patient not at home. Troubleshooting completed - patient tried to stop the pump and silence the alarm for 2 minutes and restart the pump, also changed batteries. No help, still blockage msg. Reports no problems with IV line. No missed doses or adverse events reported. Pump available for return. No other information provided. Did the product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved. What troubleshooting was completed/ yes. Reported to (B)(6) by: patient/caregiver.